Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves and it occurred in the surgical intensive care unit. The kit contains a tubing connected to a syringe. The plunger of the syringe has a black tip. This tip has separated from the plunger into the syringe and got stuck inside the syringe. It is impossible to remove it. The patient was connected to the device at the time of event. The event was observed during the blood sampling. There was a delay in therapy for 30 minutes. The tubing was replaced and there were no physical defects observed on the device in question. There was patient involvement but no adverse events/no human harm and medical intervention was not required.

Manufacturer narrative:
The reported complaint of the plunger tip separating is confirmed on the returned one used list #011-46106-23, transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves; lot #5857998. The plunger was found detached from the plunger tip. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The plunger tip would not flow down the line. The probable cause was due to the clips not being fully inserted (engaged) into the mating component during the manufacturing process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported compliant. D9 - date returned to mfg is 7/7/2022.